Event description:
A malfunction was reported with the customer¿s pump as the screen was dark and wouldn¿t turn on. There was no adverse impact to the customer's blood glucose level. The customer was advised to use an alternate insulin delivery method and was instructed on how to put the pump into storage mode and return it with a pre-paid label. The pump was still under warranty, and a replacement pump was arranged by customer technical support.